Event description:
It was reported that the left ventricular lead had pulled back into the main body of the coronary sinus. During the extraction procedure, slight outer insulation damage was noted near the tie down point. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01, implantable pacemaker, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).